Event description:
On (B)(6) 2014, the subject device could neither be interrogated nor interact upon magnet application. A device complete re-initialization (hardware reset procedure) attempt had failed. The device was then replaced and will be returned for analysis. It should be noted that one year ago, the patient was implanted with a neurostimulator and no abnormal behavior was reported throughout the different follow-ups performed. In addition, the battery voltage was 3v (magnet rate 89min-1) on the previous follow-up.

Event description:
On (B)(6) 2014, the subject device could neither be interrogated nor interact upon magnet application. A device complete re-initialization (hardware reset procedure) attempt had failed. The device was then replaced and will be returned for analysis. It should be noted that one year ago, the patient was implanted with a neurostimulator and no abnormal behavior was reported thoughout the different follow-ups performed. In addition, the battery voltage was 3v (magnet rate 89min-1) on the previous follow-up.